Event description:
It was reported that the stent was pulled off the balloon during removal of the protective sheath during device preparation. This was not noted at the time, so the stent delivery system was advanced in the patient's anatomy, but prior to balloon inflation, per angiography, it was noted that the stent was not on the balloon. At this point, the stent was found in the protective sheath on the back table. There was no adverse patient sequela and no clinically significant delay in procedure. Another vision stent was successfully implanted. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent delivery system was not checked after device preparation and before use. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.